Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd intima-ii" closed IV catheter system tubing expanded during a high pressure injection at "220 psi". The following information was provided by the initial reporter, translated from (B)(6) to english: "in the process of using sangmyung 22g straight product, the user found that the middle section of the extension tube was bulging and close to bursting" "it occurred under high pressure injection, according to nurse length feedback, the pressure was 220 psi".